Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fw05, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0fw05, implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomalies. The stimulator was functionally okay and insignificant anomalies were present. Final analysis of the lead revealed no significant anomalies. The lead body conductor had a short between circuits. Overstress and damage was noted. The short, overstress damage, between all of the circuits in the distal segment was suspected by the unknown stylet that was used for extraction.

Event description:
Additional information reported the x-ray that was ordered to check placement revealed no change in lead position.

Manufacturer narrative:
The most recent supplemental was submitted with date (B)(4) 2015 but should have been (B)(4) 2015.

Event description:
It was reported the patient had an intermittent stabbing pain at the stimulator site and it was tender to touch. An x-ray was ordered to check placement. The etiology was noted as the stimulator. Additionally it was reported the patient fell and there was a lead migration. The device was explanted and replaced. The reason for removal was related to the therapy and migration. Patient injury was noted but the status was noted as recovered without sequelae.

Event description:
Additional information received reported that the outcome was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.